Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardiac monitor (icm) could not be interrogated via bluetooth (ble) telemetry. The event was not resolved. There were no reported patient consequences.